Manufacturer narrative:
Correction: manufacturer report 2017685-2017-34993, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that patient experienced slow heart rate and presented to the clinic, failure to deliver appropriate pacing therapy was observed on the implantable cardioverter defibrillator. The patient received CPR and was transferred to intensive care. No further information was available.